Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) (test strip lot 101821), is related to case with patient identifier (B)(6) (test strip lot 102189).

Event description:
It was reported the patient received the following results within 15 minutes: "lo" mmol/l (less than 0.6 mmol/l with test strip lot 101821), "lo" mmol/l (less than 0.6 mmol/l with test strip lot 101821), "lo" mmol/l (less than 0.6 mmol/l with test strip lot 101821), and 11.5 mmol/l (test strip lot 102189).